Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst commented that the lead was returned with the helix fully retracted. And the helix was able to be extended and retracted within specifications.

Event description:
It was reported that during implant attempt, the leads "could not be fixated or had high pacing threshold and low sensing." The leads were not used and were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.